Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device. A computed tomography scan revealed a proximal type I endoleak and a distal type I endoleak. The patient was treated with a 25mm aortic extension which corrected the proximal type I endoleak. The patient was also treated with a bare metal stent which corrected the distal type I endoleak.